Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sacrocolpopexy procedure and a hysterectomy in 2004 and mesh was placed. The pt developed a foul smelling purulent vaginal discharge in 2007 and went to the hospital 2 days later. A surgical sponge had ruptured through the vaginal wall. The pt was septic and after 16 hours underwent surgery for evacuation of the peri-pelvic abscess, adjacent gluteal abscess ad removal of the mesh. Three months prior to this hospital visit, the pt rec'd a ventrogluteal injection into the superficial muscles of the buttock of toradol which is a possible source of infection. The gluteal abscesses grew out (B)(6). The pelvic abscess first seen was a multicolored 9 cm x 3 cm abscess that grew to 12.8 cm x 16.2 cm size in the first 16 hours.